Manufacturer narrative:
The reported event of failure to remove the lead from the device header was not confirmed. As received only the connector portion of the lead was returned in one piece. Due to the procedural damage on the connector portion dimensional analysis and insertion test could not be performed. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-10761. It was reported that the patient presented for a generator change. During the procedure the physician was unable to disconnect the atrial lead from the device, he was unable to unscrew the set screw from the header. The physician decided to cut the lead and surrounding insulation near the tip of the cut lead. He then manufactured a unipolar configuration and plugged it into the new header and successfully screwed in. All numbers were within normal limits. The patient was in stable condition post-procedure.